Manufacturer narrative:
(B)(4). Concomitant products: s001140 478150 selex/magnum mod hd 40mm std; 11-301300 899390 arcos con sz a std 50m; 103533 727060 ti low profile screw 6; pt-106060 770030 regen/rnglc+ multi 60m; 11-300815 232290 arcos 15x150mm spl tpr. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-03376.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.